Manufacturer narrative:
Found unit to have both sterimate handpieces that were sent in are worn and inserts do not hold in or leak, also water solenoid is not holding pressure at 22psi. All needs replaced along with water filter and sleeves on water hose, new plate and batteries with foot pedal.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that while using a cavitron g131 scaler, the insert tip was overheating; no injury resulted.